Event description:
Left colectomy. Slc55g dlu calibrated and fired. A slcr55g reload was loaded onto the dlu and calibrated. The slcr55g reload was then fired and pc displayed "incomplete firing cycle". The knife blade from the reload was left exposed.